Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, a mechanical and an electrical analysis. The analysis showed cuttings of the insulation and deformations of the outer and inner coil, which resulted most likely from the explant procedure. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead placed in the apex was explanted due to undersensing and high pacing threshold measurements. No adverse patient effects were reported.